Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and tested the monitor. The fse was able to confirm that the device was functioning as intended and no trouble was found with the mx800. The fse obtained the clinical audit log from the central station which was forwarded to philips product support engineering (pse) for analysis. Based on the provided data, the exact cause for the reported issue could not be established.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desaturation (desat) between (B)(6) 2021 19:00 and (B)(6) 2021 07:00 when the patient in the critical care unit became disconnected from the ventilator. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.